Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information h11: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be the mobile device updated ios/26.2.1 which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be the mobile device updated its operating system/the app version which closed the app. No injury or medical intervention was reported.